Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message was confirmed during the archived review, but not during the initial functional testing. The probable root cause for the reported complaint, based on the archive review, was due to an open lifeband or a misaligned manikin as the device detected no weight present on the platform. Upon visual inspection, observed broken top cover, front and bottom enclosures, and the battery lock, which is unrelated to the reported complaint. The probable root cause for the top cover, front and bottom enclosures, and the battery lock damage was likely due to mishandling such as a drop. Also, during further platform evaluation, observed damaged battery compartment and gear box gasket, likely due to mishandling such as a drop. The damaged parts were replaced to address the issue. During initial functional testing, the platform displayed user advisory (ua) 27 (encoder fault (>3000 rpm)) error message, unrelated to the reported complaint. The root cause for the observed error was due to defective encoder gearbox, as a result of normal wear and tear of the platform. The encoder gearbox was replaced to remedy the fault. The autopulse platform is a reusable device and was manufactured in june 2007 and is more than 13 years old, well beyond the expected service life of 5 years. No preventive maintenance was performed on the platform since 2012. During further functional testing, a load cell characterization test was performed and confirmed both cell modules were functioning within the specification. A review of the archive data indicated user advisory (ua) 18 errors occurred with zero weight on the device, thus confirming customer complaint. Also, during the review, the dates in the archive were noted corrupted, not related to the reported complaint. The root cause of the corrupted archive was likely due to the defective processor board and the load cell amp cable as a result of normal wear and tear. The defective processor board and the load cell amp cable were replaced to remedy the issue. User advisory (ua) 18 is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Event description:
During shift check, the autopulse platform (sn (B)(4)) was tested with the manikin and displayed user advisory (ua) 18 (max take-up revolution exceeded) error message. Per the reporter, the platform previously was tested without any errors using the same manikin. No patient involvement.